Manufacturer narrative:
The physician did not disclose sufficient information on patient and treatment and did not wish to cooperate further in providing details. No treatment information or device details were provided. There was no product returned for evaluation. Vaserlipo system risk assessment (260-0113hz), lists patient burns as a possible harm to patient if insufficient wetting solution is applied. Wetting solution buffers rise in temperature. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. Based on the lack of information provided and no evaluation of the product, no causal factors can be determined and no conclusions can be drawn.

Manufacturer narrative:
The trend, risk analysis and directions for use were considered acceptable. No further investigation or corrective action is necessary.

Event description:
The user facility in (B)(6) reported a patient experienced burns and irregularities on the legs and the back of thighs from a reported vaser surgical treatment performed at another clinic. The exact date of consultation is unknown by the doctor but is estimated at 6 to 9 months prior to the date of the report. The doctor has declined to provide any further information.